Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the chair is cutting off while the end user was hitting bumps and then the chair was getting an 8 flash error code. Red nuts on the battery terminals were loose.